Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us.

Event description:
A malfunction was reported involving the medical device nt159r - trj insertion instr.f/troch.profiler. Specifically, it was reported that after the surgical procedure, it was discovered that the tip of the medical device had broken off. An x-ray imaging confirmed the presence and location of a metal fragment within the patient's body. Based on the treating physician's clinical assessment, no additional surgical intervention is required to retrieve the fragment. No further consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).